Event description:
The lead was explanted electively. Device analysis indicates j wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: direct traction, sheath(2) no complications.